Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause was caused by other device. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent collapse and recoil occurred. Using the femoral approach, the procedure treated the lesion located in the left circumflex (lcx) artery. A non-bsc wire was placed in the lcx artery and obtuse marginal (om) branch. Pre-dilation was performed with an 2.0x15mm unspecified balloon inflated to 10 atm's. A 3.0x32mm promus element stent was then advanced and deployed at 16 atms. Post dilation was performed on the proximal and mid portion of the stent with a 3.5x15mm high pressure balloon inflated to 18 atms. However, the mid portion of the stent collapsed and the side branch was significantly compromised. A non-bsc wire was advanced to the side branch and angioplasty was performed with a 2.0x12mm non-bsc balloon with acceptable result. Post dilation of the stent was then performed with a 3.5x15mm nc non-bsc balloon which resulted in good acute result but shortly after deflation, the stent recoiled. A 3.5x8mm non-bsc stent was then deployed at the recoiled segment of the 3.0x32 promus element stent. The promus element stent had recoiled at a more distal segment so prolonged post dilation was performed with a 3.5x15mm nc non-bsc balloon inflated to 18 atms for 1 minute. The final result was excellent. No patient complications occurred and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Event description:
It was further reported that the target lesion was 80-90% stenosed and the vessel diameter and lesion length was 3.0-3.5x30mm. Pre-dilation was performed with a non -bsc balloon for 5 seconds. The stent delivery balloon was inflated for 10 seconds. The stent was well apposed at deployment. Post dilation was performed with a non-bsc nc balloon for 10 seconds and then the stent recoiled and accordioned, causing a plaque shift at the ostium of the side branch.

Manufacturer narrative:
(B)(4).